Manufacturer narrative:
Physio-control performed a clinical review on the reported event and determined that the device use did not contribute to the death of the patient.

Event description:
The customer reported that during an event when they tried to place the device in advisory mode on a patient with defibrillation electrodes connected, the device frequently stated connect electrodes and showed "motion detected" messages. These messages prohibited the device from being able to deliver defibrillation therapy to the patient. The screen also went blank several times during the event. The customer reported that these reported issues occurred when the patient was in an asystole rhythm, which was confirmed by connecting ECG limb leads to the patient. The crew continued CPR and providing care to the patient, attempting to revive them, while they were transported to the hospital. The patient did not survive the event. The customer stated that they did have a backup device available as well. The customer did state that they believe the reported device issue did not contribute to the outcome of the patient due to the patient's condition.

Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported failure. After an evaluation of the electronic patient record from the device, it was observed that there were several instances of "connect electrodes" throughout the event which would indicate a poor impedance or connection to the patient. However, after an evaluation of the device, proper device operation was observed through functional and performance testing. The electrodes used during the event were not available for evaluation. The cause of the reported failure could not be determined.